Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change. The procedure was converted to manual compression. There was no reported patient injury. Pulsatile flow was noted from the bleed-back indicator. The exoseal vascular closure device (vcd) and the 8f non-cordis sheath were retracted together, although the indicator window did not change color, and the button could not be depressed both in the patient and when attempted outside the body. The operator performed a lower-extremity arterial procedure. The operator was trained, and the vcd was used in an interventional procedure and prepared according to the instructions for use (IFU). A retrograde approach was used, and no device or package damage was visible prior to use. Angiography confirmed appropriate femoral access characteristics, including vessel diameter, insertion angle, and absence of calcium, plaque, stenosis, nearby stent, or pre-existing complications. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change. The procedure was converted to manual compression. There was no reported patient injury. Pulsatile flow was noted from the bleed-back indicator. The exoseal vascular closure device (vcd) and the 8f non-cordis sheath were retracted together, although the indicator window did not change color, and the button could not be depressed both in the patient and when attempted outside the body. The operator performed a lower-extremity arterial procedure. The operator was trained, and the vcd was used in an interventional procedure and prepared according to the instructions for use (IFU). A retrograde approach was used, and no device or package damage was visible prior to use. Angiography confirmed appropriate femoral access characteristics, including vessel diameter, insertion angle, and absence of calcium, plaque, stenosis, nearby stent, or pre-existing complications. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black, black position in the indicator window, then the deployment lever was fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black, white and red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.